Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. A field action was initiated on 07-feb-2018 (product advisory notice was sent to all potentially impacted customers). All information reasonably known as of 06-may-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Halyard received a single report that referenced seven different incidences, which were associated with separate units, involving seven different event. This is the first of seven reports. Refer to 8030647-2018-00248 for the second event. Refer to 8030647-2018-00249 for the third event. Refer to 8030647-2018-00250 for the fourth event. Refer to 8030647-2018-00251 for the fifth event. Refer to 8030647-2018-00252 for the sixth event. Refer to 8030647-2018-00253 for the seventh event. It was reported the clinician had to tape the corrugated tubing because it continues to slip off during use. There was no reported patient injury.

Manufacturer narrative:
The device history record for the reported lot number, m7346l607, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 20-jul-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).